Event description:
It was reported that during procedure on (B)(6) 2024, the scope that was connected to the light cable burned the patient from the hub/neck of the scope where the light cord attaches. No further information is available, other than no staff was harmed, and no delay to the procedure.

Manufacturer narrative:
Customer did not confirm if they will return the device for evaluation at this time. Should relevant additional information / investigation results become available, a supplemental medwatch report will be submitted unsolicited. This event is filed under internal complaint ID (B)(4). A 495ncsc fiber optic light cable was used together with this device during the incident as a concomitant item (as listed in section d10), which was filed under another internal complaint ID (B)(4).